Event description:
It was reported that "the pt underwent a total hip replacement in 2005. It was further reported that, the pt has had a progressively squeaking hip over the years."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.